Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was 485 mg/dl at the time of incident. The customer¿s current blood glucose level is 303 mg/dl. The customer was treated for high blood glucose with manual injections and insulin pump. The auto mode features was not active at the time of high blood glucose. The insulin pump will not be returned for analysis.